Manufacturer narrative:
There was no reported impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok keypad buttons were intermittently responsive during testing. It was observed that the up arrow and contrast keypad buttons required excessive force to obtain a response. During investigation, the down arrow and contrast button key contacts were observed to be misaligned. The contrast key contact was inverted. It was observed that the up arrow, down arrow, and ok button key contacts became inverted when the buttons were pressed, and the buttons do not always spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
Keypad button presses do not activate the intended pump response. The patient reported that the up arrow and down arrow keypad buttons required several presses to obtain a response, and were also sometimes over responding. He noted that the buttons spring back as expected. The patient denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that he wears the pump in a shirt pocket.